Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to remove both fragments of the sensor within 5 minutes duration without any complications. The patient is doing well.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to remove both fragments of the sensor within 5 minutes duration without any complications. A return material authorization (RMA) was issued for the return of the device for further investigation. The sensor pieces were returned to senseonics and a visual inspection confirmed the breakage. The root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4.date of this report 20 november 2024. G3.date received by the manufacturer? 13 november 2024. H3. Device evaluated by manufacturer? Yes.